Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor.

Event description:
The customer called to report that the insulin pump vibrated, then the display went blank. Prior to going blank, the insulin pump was exposed to moisture. Nothing further was reported.